Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. History: b-all.

Event description:
During a site visit it was reported that an under infusion of methotrexate occurred on the 3 east unit. A nurse noticed a discrepancy in volume infused to volume left in bag and increased the infusion rate by 25%. Rn notified fellow and asked if they should increase the infusion rate or continue with the current rate. The fellow stated, the nurse could continue at the fastest rate possible ( 25% rate increase) and take the methotrexate down once completion time hit. The patient got 2067cc out of the 2110cc. The medication bag may have been overfilled. The md was made aware of infusion details, the patient outcome and the nurse's action. Per biomed, the pump and channels passed routing testing/flow accuracy. The pump delivered 2067 ml and should have delivered 2070ml.